Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for dilatation of the lesion. During the procedure, after several successful dilatations at the stenosis in the subclavian vein, percutaneous transluminal angioplasty was performed although there was stenosis in the patient's upper arm. Dilatation was performed with the cutting balloon at 10atm; however, at about 1 minute, it was observed that the pressure suddenly decreased. It was then noted the balloon ruptured. The device was replaced with another of the same 2cm peripheral cutting balloon; however, upon the eight dilatation at 12 atm for about 120 seconds, it was noted that the balloon also ruptured. Fluoroscopy was done and confirmed no damage on the vessel and that the stenosis was successfully removed thus the procedure was completed. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for dilatation of the lesion. During the procedure, after several successful dilatations at the stenosis in the subclavian vein, percutaneous transluminal angioplasty was performed although there was stenosis in the patient's upper arm. Dilatation was performed with the cutting balloon at 10atm; however, at about 1 minute, it was observed that the pressure suddenly decreased. It was then noted the balloon ruptured. The device was replaced with another of the same 2cm peripheral cutting balloon; however, upon the eight dilatation at 12 atm for about 120 seconds, it was noted that the balloon also ruptured. Fluoroscopy was done and confirmed no damage on the vessel and that the stenosis was successfully removed thus the procedure was completed. No patient complications reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.